Manufacturer narrative:
Batch review performed on 06 april 2021. Lot 182545: (B)(4) items manufactured and released on 19-sep-2018. Expiration date: 2023-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: cup: mpact 01.32.156mb double mobility acetabular shell ø56 (k143453) lot. 1900195. Batch review performed on 06 april 2021. Lot 1900195: (B)(4) items manufactured and released on 18-june-2019. Expiration date: 2024-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: liner: mpact dm 01.26.2856mhc double mobility hc liner 28/dmh (k092265) lot. 1901458. Batch review performed on 06 april 2021. Lot 1901458: (B)(4) items manufactured and released on 13-may-2019. Expiration date: 2024-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. Another similar event has been reported on this lot. Additional implant involved: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 1900794. Batch review performed on 06 april 2021. Lot 1900794: (B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Signs of infection 1 year 6 months after the primary and the pathogen is unknown. The surgeon removed successfully all implants and implanted an antibiotic spacer.